Manufacturer narrative:
A boston scientific technical services consultant stated that the device was seeing enough noise in the rv bore which the device was reading as an on-going event which disabled interactive testing. The consultant recommended turning off ventricular tachycardia (vt) electrogram storage until the rv lead could be re-inserted into the device which was successful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a procedure to revise this patient's right ventricular (rv) lead was being performed due to elevated threshold measurements. The lead was removed from the device header and the physician wanted to perform some atrial diagnostics with the programmer. Testing could not be performed as a message was displayed saying a ventricular episode was in progress despite programming the device to aai configuration. No additional adverse patient effects were reported.